Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain and was causing the patient to retain urine. The catheter balloon would not deflate so the inflation port had to be cut. Once the port was cut, the balloon deflated and the catheter was removed and replaced. There was no further impact to the patient.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." (B)(4).